Manufacturer narrative:
(B)(4).

Event description:
It was reported that an a-line was placed by anesthesia during an ir procedure and when removed in the pacu, the distal end fractured and remained in the patient. The patient had to undergo an additional surgical procedure for removal. Additional detail: when the rn began to discontinue the left arterial line in pacu, suture clipped , and site immediately starting actively bleeding with catheter still in place. After holding pressure for about 10 minutes, the nurse was able to remove the catheter and noted that tip was not intact. Continued to hold pressure for an additional 10 minutes. Consulted the pacu resident , who contacted the attending anesthesiologist who completed a bedside ultrasound. The catheter tip noted to remain in artery; consulted vascular surgery. Patient to return to or for left radial arterial line cutdown.

Event description:
It was reported that an a-line was placed by anesthesia during an ir procedure and when removed in the pacu , the distal end fractured and remained in the patient. The patient had to undergo an additional surgical procedure for removal. Additional detail: when the rn began to discontinue the left arterial line in pacu, suture clipped , and site immediately starting actively bleeding with catheter still in place. After holding pressure for about 10 minutes, the nurse was able to remove the catheter and noted that tip was not intact. Continued to hold pressure for an additional 10 minutes. Consulted the pacu resident , who contacted the attending anesthesiologist who completed a bedside ultrasound. The catheter tip noted to remain in artery; consulted vascular surgery. Patient to return to or for left radial arterial line cutdown.

Manufacturer narrative:
Qn#(B)(4). The customer returned one arterial catheter and non-arrow connector tubing for analysis. Signs of use in the form of biological material were observed. Visual analysis revealed that the arterial catheter was separated towards the hub. Microscopic examination confirmed the damage and revealed that the edges of the separation were smooth and uniform. No other defects or anomalies were observed with the catheter appearance or functionality. The point of separation on the catheter body measured 3.5mm from the hub. The total length of the catheter body (per measurement a on the catheter product drawing) measured 2.74", which is within the specification limits of 2.715"-2.755". The catheter body outer diameter measured .0445", which is within the specification limits of .0440"-.0470" per the catheter extrusion product drawing. The inner diameter of the catheter body (at the point of separation) measured .032", which is within the specification limits of .031"-.034" per the catheter extrusion product drawing. A lab inventory syringe filled with water was attached to the hub of the returned catheter and flushed. Water was observed exiting at the point of separation. Performed per IFU statement, "maintain catheter patency according to institutional policies, procedures and practice guidelines". R & d were contacted as part of this complaint investigation. Based on the customer report and the appearance of the failure mode, r & d determined that the observed defect seems consistent with damage due to contact with sharps. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not use scissors to remove dressing to reduce the risk of cutting the catheter". The IFU also states, "do not reinsert needle into catheter; doing so may result in patient injury or catheter damage". The report of a separated arterial catheter was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the catheter body separated towards the hub. Microscopic examination confirmed the damage and revealed that edges were smooth and uniform. The catheter also met all relevant dimensional and functional requirements. Based on the customer report, the sample received, and the comments from r & d, it was determined that unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.